Event description:
It was reported that the patient with this newly implanted pacemaker had passed away two days post-implant on (B)(6) 2024. The old device was explanted due to a field advisory and had 4 years remaining. The patient experienced cerebrovascular accident (cva), brain bleeding resulting in death. The patient does have a history of cva. Per protocol and based on the information from the hospital, eliquis was stopped 2 days before the procedure and restarted 1 day post replacement procedure. One day post replacement, the pacemaker was interrogated, and post-implant follow-up confirmed that the device was functioning correctly. The is no malfunction allegation against the device and the physician does not feel the device directly contributed to patients death.

Event description:
It was reported that the patient with this newly implanted pacemaker had passed away two days post-implant on (B)(6) 2024. The old device was explanted due to a field advisory and had 4 years remaining. The patient experienced cerebrovascular accident (cva), brain bleeding resulting in death. The patient does have a history of cva. Per protocol and based on the information from the hospital, eliquis was stopped 2 days before the procedure and restarted 1 day post replacement procedure. One day post replacement, the pacemaker was interrogated, and post-implant follow-up confirmed that the device was functioning correctly. The is no malfunction allegation against the device and the physician does not feel the device directly contributed to patient's death.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.